Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has a low vacuum alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d4,d9, g1,g6, h1,h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h8. A getinge field service engineer (fse) have not been on site for this repair. Still awaiting a po on this one. No repair has been completed. No other information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation, investigation findings, health effect ¿ impact codes), h11. A getinge field service engineer (fse) checked the device and completed cs 300 pm, calibration, safety, and functionality checks performed to manufacturer specifications. Product passed all checks and test. Service completed on (B)(4). Could not reproduce a low vacuum alarm.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: g2(report source).